Event description:
Infection.

Manufacturer narrative:
It was reported that "one of our patients has been infected by the bacteria from this recall". No additional information was provided despite attempts to obtain more details. The lot numbers provided by the customer have not, at this time correlated with the recalled lots. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.